Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the air/water cylinder and the air/water channel of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.